Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an MRI procedure, the device was found in back-up mode. Technical support was contacted and recommended reprogramming to reset the device. The patient's condition was stable and there were no adverse consequences.